Event description:
It was reported the customer's act button was not responding. Customer also stated their numbers were ramping up on their insulin pump. Customer's blood glucose was 140 mg/dl when the keypad issue occurred. Customer's blood glucose was 120 mg/dl at the time of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).